Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller said that they needed to replace the batteries in the controller; pt confirmed that the message was appearing when trying to recharge the ins. Pt noted that sometimes they would reset the controller. Agent reviewed screen meaning with the pt. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Agent then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw the batteries screen with the controller battery at 70% with recharging indicated and the ins battery at 90%. Pt saw no apparent damage to the equipment. Agent had the pt clean the recharger connector pins and then initiate an ins recharging session; pt saw recharging excellent indicated with the controller light flashing green. Pt noted that the ins battery then went to 100%. Pt said that sometimes they would sit with a pillow behind them while recharging the ins to make better contact; agent reviewed recharging best practices with the pt. The equipment was working as intended during the call. Agent advised the pt to monitor the equipment/ins recharging and call ps back if further assistance is needed. When asked for the event date, pt said that it was maybe a few times in the past month. Additional information was received from a patient (pt). It was reported that after the call, the controller had died and had gone blank/unresponsive while the pt was on a long drive when they wanted to check the battery levels. The pt was unable to get the controller to power back on until they got home and plugged into ac power, but the controller battery showed to be at 100% and displayed replace controller batteries. The pt sent a message to their manufacturer representative (rep) and was redirected to contact patient services again. Agent had the pt remove the battery pack and examine the connector pins of compartment and li battery; the pt said nothing appeared to be abnormal. A replacement controller and battery pack were sent out. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID m995402a001, serial# (B)(6), product type product ID 97745nt, serial# (B)(6) product type b3: date is approximate. H3: analysis of the battery pack (product ID m995402a001, serial# (B)(6)) found it was scrapped due to a failed cycle count that should be 150 but reads 169. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# nlh145442n implanted: explanted: product type product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: 00763000597061 b3: event date is year valid h3: analysis found replaced damaged front case. Screw holes stripped causing case separation. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that the controller said that they needed to replace the batteries in the controller; patient confirmed that the message was appearing when trying to recharge the ins. Patient noted that sometimes they would reset the controller. Agent reviewed screen meaning with the patient. Agent had the patient remove the battery pack from the controller and connect the controller to the ac power supply; patient confirmed that the controller powered on. Agent then had the patient reinsert the battery pack into the controller while the controller was still connected to the ac power supply; patient confirmed seeing the controller light flashing green. Agent had the patient unlock the controller; patient saw the batteries screen with the controller battery at 70% with recharging indicated and the ins battery at 90%. Patient saw no apparent damage to the equipment. Agent had the patient clean the recharger connector pins and then initiate an ins recharging session; patient saw recharging excellent indicated with the controller light flashing green. Patient noted that the ins battery then went to 100%. Patient said that sometimes they would sit with a pillow behind them while recharging the ins to make better contact; agent reviewed recharging best practices with the patient. The equipment was working as intended during the call. Agent advised the patient to monitor the equipment/ins recharging and call ps back if further assistance is needed. When asked for the event date, patient said that it was maybe a few times in the past month. Additional information was received from a patient (patient). It was reported that after the call, the controller had died and had gone b lank/unresponsive while the patient was on a long drive when they wanted to check the battery levels. The patient was unable to get the controller to power back on until they got home and plugged into ac power, but the controller battery showed to be at 100% and displayed r eplace controller batteries. The patient sent a message to their manufacturer representative (rep) and was redirected to contact patient services again. Agent had the patient remove the battery pack and examine the connector pins of compartment and li battery; the patient said nothing appeared to be abnormal. A replacement controller and battery pack were sent out. No symptoms were reported.